Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. As a result, it was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.